Event description:
The advocate stated that his mother received a blood glucose reading of 400mg/dl from her contour and a reading of 180 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
Patient information was not provided.